Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water, auxiliary washing, and balloon channel. During manual cleaning, the customer used aniosyme x3 detergent and kit scopclean infineed brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and balloon channel. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for one (1) colony forming unit (cfu) of staphylococcus sp, one (1) colony forming unit (cfu) of staphylococcus epidermidis, one (1) colony forming unit (cfu) of staphylococcus haemolyticus, and one (1) colony forming unit (cfu) of champignon filamenteux on (B)(6) 2022. The scope tested positive for 4 colony forming unit (cfu) of staphylococcus epidermidis, and one (1) colony forming unit (cfu) of micrococcus sp on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - bending section rubber glue --- separated. - insertion part --- connecting tube --- wrinkle. - universal cord --- wrinkle. - up down/right left knob --- angulation --- less or specified value. - biopsy channel --- wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.